Event description:
The affiliate reported a customer who alleged that a healthcare worker was burned and had discolored fingertips after unloading the processed devices out of the sterrad chamber. The healthcare worker recovered within a day. The customer was not wearing personal protective equipment, and it was also reported that the vaporizer plate was in place.

Manufacturer narrative:
Conclusion: other - user guide update: based on user reports about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization.